Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device. (B)(4).

Event description:
The customer reported the exhaled tidal volumes are not reading correctly on the vela ventilator. The customer stated the patient was placed on another ventilator with no patient harm.

Manufacturer narrative:
The field service representative (fsr) indicated he found that the flow senor cap and o-rings were missing. The fsr replaced the o- rings and the flow senor cap. The fsr ran the operation verification procedure and all testing passed. No device will be returning for evaluation.

Manufacturer narrative:
Device evaluation (with spelling corrections): the field service representative (fsr) indicated he found that the flow sensor cap and o-rings were missing. The fsr replaced the o- rings and the flow sensor cap. The fsr ran the operation verification procedure and all testing passed. No device will be returning for evaluation.